Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
Pt complained of pain in abdomen area. It was reported that during the explant there was a single piece of ring protruding from the mesh about 4 cm in length. The mesh was not cut through and was removed in one solid piece. There was no bowel or abdominal injury/protrusion.